Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 326 mg/dl at the time of incident. The customer¿s current blood glucose level was 402 mg/dl. The customer reported blood glucose level 454 mg/dl and 299 mg/dl. The customer was treated with syringes and the blood glucose level went down to 351 mg/dl. The insulin pump will not be returned for analysis.